Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported prior to starting a da vinci surgical procedure, the prograsp forceps instrument had a broken cable. There was no report of fragments falling into a patient and no patient harm, adverse outcome, or injury was reported.